Manufacturer narrative:
Concomitant medical products: product ID: 97754, product type: recharger. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for spinal pain and post lumbar laminectomy syndrome. There was a power on reset (por) not related to an overdischarge event. The patient saw the por on (B)(6) 2018 while trying to charge their ins. The patient confirmed seeing an informational por and now their screen is just blank. The patient was having a problem with their recharger. Patient services helped walk the patient through resetting the recharger and bypassing the informational por. The patient was able to get 8 coupling bars again. Patient services recommended that the patient continue charging their ins. Troubleshooting resolved the reported issue. Patient services also had adhesive discs sent to the patient to try. There were no patient symptoms reported and no complications reported.